Manufacturer narrative:
Unknown as the upn and batch numbers were not disclosed. Other for vessel dissection. Other for no allegation of product malfunction or non conformance contributing to the reported event.

Event description:
During the coil embolization of a ruptured left internal carotid artery (ica) aneurysm, the ica was dissected by the guide catheter. Two carotid wall stents were placed to treat the dissection. The physician stated that the vessel dissection was resolved and the patient had been discharged in good health.